Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, after pre-dilatation, the stent delivery system (sds) balloon ruptured at 15atm resulting in a dissection. Another stent was deployed to cover the dissection and complete the procedure.